Event description:
The patient underwent a laparoscopic appendectomy on (B)(6) 2025 in asu or1 (case #(B)(4)). A covidien/medtronic endo gia 45 mm purple load stapler reload was used for appendiceal stump transection. Overnight, the patient became increasingly tachycardic, and cbc revealed a significant hemoglobin drop. The patient required an urgent return to the operating room on (B)(6) 2025. Intraoperatively, active bleeding was identified at the appendiceal stump directly at the staple line. Approximately 1.5 liters of intraperitoneal blood were evacuated. Hemostasis was achieved surgically. A second similar case involving a 45 mm tan load occurred the following week with a different surgeon. Surgeon reports suggest a potential mechanical failure of the stapler reloads. Significant hemoglobin decreased leading to re-operation. Pt codes: 2095, 1888. Device code: 1250. Ref report: mw5180648.